Event description:
It was reported that a patient presented in the hospital emergency room after receiving inappropriate high voltage therapy. The device behaved as programmed. The device was reprogrammed and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.